Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedures were being performed in the operating room. The unit have broken at the portion on the slic where it connects/locks onto the sheath introducer. This was not discovered until the patients were out of the or and on another floor. The customer states it this was discovered when the patient came from the operating room. The breakage allowed the slic to slide in and out of the introducer which had incompatible meds in different ports that could have potentially mixed. They are not aware of any patient harm. The clinician also stated they suture the introducer in place but not the slic.